Event description:
It was reported that (1) atb35 was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the stapler jammed on the tissue. Opened another device to complete the case. There was no consequence to patient.